Event description:
The customer's mother stated that the customer had been experiencing high blood glucose levels for the past two days. The mother stated that she removed the reservoir and noticed that insulin had leaked from the reservoir into the reservoir compartment. The mother stated that she discarded the entire box of reservoirs. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.